Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: too much heat. Probable root cause: reed switch assembly malfunction. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that burn occurred on light cord, during procedure. Power was not on and device had been off for some time. And there was smoke in the room. Procedure completed using robotic procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that burn occurred on light cord, during procedure. Power was not on and device had been off for some time. And there was smoke in the room. Procedure completed using robotic procedure.